Event description:
Medtronic received information that during the implant of this 28mm mitral annuloplasty ring, it was explanted and replaced with an unknown product. The reason for the replacement was reported as an "unsatisfactory repair". It was reported there was no malfunction of the annuloplasty ring. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.